Event description:
It was reported that the scope detection did not work during initial inspection of the video system center. This was found during maintenance, and there was no report of patient harm. The device was returned, evaluated, and a faulty endoscope connector was found. Different endoscopes have been tested, but none of them lock in properly. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported event was confirmed due to a loose retaining clip on the mouthpiece. There were no other notable findings outside of the faulty endoscope connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the video center system exhibited a "color bar displayed" event. There were no reports of patient involvement. This report is being submitted for the color bar being displayed, as well as the scope detection not working properly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likey that the event reported as "scope detection not working" and the event "color bar is displayed" occurred due to faulty connector socket. Olympus will continue to monitor field performance for this device.